Event description:
The customer reported an overinfusion; he noted a "flo stop open" entry in the log, so he believes there was a period of uncontrolled flow. The infusion was arsenic trioxide, set up to run as a primary on channel b, with 250 ml expected to run over 2 hours, but completed in a little over an hour (infusion was started at approximately 2:23 pm and finished at 3:35 pm). Channel a had another (unspecified) infusion running at 20 ml/hr, and was plugged in to the line downstream from the channel b pump. There was no pt harm or medical intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.